Event description:
Through journal article "multiplex lateral flow assay combining cd30 and il-10 for the detection of bia-alcl", healthcare professional reported "seroma fluids were collected from 40 [patients] in the USA and australia. 17 [patients] has benign seromas." Status of devices and affected sides are unknown. Manufacturer of the devices are unknown.

Manufacturer narrative:
Article citation: xu, p., brosamer, k., kourentzi, k., willson, r., hu, h., deva, a., adams, w. P., glicksman, c., mcguire, p., & kadin, m. (2025). Multiplex lateral flow assay combining cd30 and il-10 for the detection of bia-alcl. Aesthetic surgery journal, sjaf078. Advance online publication. Clarification to b5 description of event: as there are no specifics regarding which patients were diagnosed with alcl from each country, this record represents the possible benign seromas among the 8 us patients. Clarification to h10 related report numbers: events noted in this report are reflective of the same literature review/patients as reported under mrn 9617229-2025-10764,9617229-2025-10793. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "benign seromas."